Event description:
My medtronic minimed 670g insulin pump (sn# (B)(6) has developed a crack in the battery case-side. This is my second occurrence of this problem - medtronic has already replaced this product for me about 2-3 years ago for exactly the same issue. In other words, they replaced my insulin pump with a replacement that was also flawed. Unfortunately, as they do not "restart" the warranty when they ship a replacement. The product is now out of warranty. Reference report: mw5147613.